Event description:
The account stated that the architect c8000 analyzer has generated discrepant magnesium results on a patient sample. The initial result was > 3.0 meq/l and the retest result was 0.8 meq/l. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Results: since there were multiple hardware parts cleaned, replaced and aligned, we were unable to identify a definitive cause for this issue. The customer replaced and recalibrated the r1 probe, changed the lamp and replaced all onboard solutions and tried different reagent (not documented if different cartridge and/or lot) with no resolve. On 7/29/2010 the abbott field service representative replaced multiple aspiration/dispense components as well as hardware associated with cuvette washing but the issue was still not addressed. On 7/30/2010 the customer replaced the r1 mixer and performed a cuvette wash with detergent b with no resolve. On 8/6/2010 the abbott fsr checked/cleaned/replaced multiple cuvette washer components and replaced poppet valves and bellows pumps with no resolve. On 8/16/2010 the abbott fsr noticed the r1 probe and mixer 1 were out of alignment so they recalibrated both and ran a magnesium precision run which resulted in no fliers. After extensive troubleshooting activities performed by the customer and the abbott field service representative, the issue was resolved. Since there were multiple hardware parts cleaned, replaced and aligned, we were unable to identify a definitive cause for this issue. An internal abbott evaluation was done and showed that assay imprecision and qc out of range are common signs of hardware failure of some kind (e.g. Misalignment, component wear, etc). A trending analysis indicates that there are no systemic issues with the product currently. The architect system operations manual, operational precautions and limitations, subsection limitations of result interpretation states, assay results must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Additionally, troubleshooting and diagnostics provides troubleshooting assistance for elevated concentration - photometric results single assay and erratic results, poor precision with multiple probable causes and corrective actions.